Manufacturer narrative:
No product is being returned for evaluation, but a lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic cystectomy. Event description: "surgeon placed the (B)(6) and during the sweep for bowel entrapment the plastic sheath tore. The surgeon did not have any sharp objects nearby during this process." Type of intervention: "the product was removed and disposed of." Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.